Event description:
During implant procedure, the physician inserted the guidewire into the left ventricular (lv) lead and the guidewire was observed to have penetrated the exterior of the lv lead. The lead was not used. The patient was in stable condition. Further information was requested but was not yet received.

Manufacturer narrative:
The reported event of the insulation was drilled by the guidewire was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the lead insulation was perforated with the guidewire at the distal region. No other anomaly was noted. The cause of the reported event of insulation damaged was consistent with procedural damage.